Event description:
The customer reported approximately several drops of clear fluid leaked outside the instrument from the probe wash block and onto the countertop involving the coulter hmx hematology analyzer with autoloader. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the rinse block slightly leaked diluent. The fse replaced the rinse block, backwash pump (pm8) and glass air cylinder to resolve the issue. The fse performed multiple samples and noted no further fluid leak. The fse performed rinse block adjustment procedure and service activity was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. Block. (B)(4).